Event description:
Pt was under mac sedation undergoing excision of basal cell cancer from chin and lip with nasal o2 cannula in place. The bovie ignited the o2 when used near the cannula. O2 was immediately shut off and cannula pulled off; however, sterile drapes ignited and employee put out fire with his hand. The pt had a slight singeing below nose. Employee's hand was burned and blistered.